Event description:
It was reported there was a speaker malfunction with no audio being emitted. The device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer spoke by telephone support with the customer biomed who reported no sound with the device. The device was in use with a pic ix and was audibly alarming through the pic ix. The device was sent to a philips authorized repair facility that performed diagnostic/functional testing. Results of the functional testing indicate that the speaker produced sound. The repair facility replaced the speaker. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed. The investigation concludes that no further action is required at this time.